Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like a flap was coming out of the incision. It was also reported that the patient observed ¿rashes and red marks around the new implantable pulse generator (ipg)¿. The patient also expressed concern that it might turn into ¿an infection or endocarditis¿. Further information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.